Event description:
It was reported that the tip-up fenestrated grasper had the shaft tip damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no non-unintuitive motion, nor fragment fell into patient. The procedure was continued with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated bipolar forceps instrument was analyzed and found to have a dislodged proximal clevis. The dislodged proximal clevis is attached to the main tube. Additional related observations: the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 10mm x 2,5mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.